Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Perform manual test using the "try it" function: pass. Global receiver vibration test: pass. Receiver functional test: passed all relevant tests. Share log review did not show any issues related to customer complaint. The reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.